Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 20 mm sapien 3 ultra resilia valve in the aortic position, upon insertion, the implanter experienced some resistance while trying to advance the 20mm through the 14f esheath+ via the right femoral artery. After applying some gentle force, the implanter was able to advance the valve through the sheath and deploy the valve successfully. After the valve was deployed, the implanter noticed that the patient's blood pressure was lower than expected. A tee assessment confirmed the valve was functioning properly which led the implanter to take a closer look at the right femoral artery. It was determined that the patient had a mild femoral extravasation that was causing the pressure to remain low. The valve clinic coordinator confirmed that the extravasation was pre-existing and was possibly exacerbated by the sheath. The implanter decided to utilize an occlusion balloon and deployed a covered stent to repair the extravasation. The patient's blood pressure quickly normalized, and the extravasation was repaired. The patient is stable and didn't experience any major vascular complications. According to the implanter, the cause was due to a combination of narrow femoral arteries and a pre-existing extravasation. There was no allegation by any member of the heart team of device malfunction.

Manufacturer narrative:
A final MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided 3mensio was reviewed, revealing the following observations: patient's right access characteristics had presence of calcification and under-sized dimensions. Minimal luminal diameter for 16f esheath+ ' 6.0mm. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. While the IFU/training manuals specific to this complaint event are not listed in the technical summary written by edwards lifesciences, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate catheter through anatomy. The benefits of the device outweigh the risks associated with system components interfere with access vasculature, damaging tissue, resulting in percutaneous intervention. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for difficulty advancing through sheath was unable to be confirmed due to unavailability of device/applicable imagery. Available information suggests that patient factors (calcification, under-sized vessels) likely contributed to the reported event, as confirmed via 3mensio. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. A product risk assessment is captured in the technical summary, which applies to this complaint event. The risks outlined in the pra remain the same. The pra documents system components interfere with access vasculature, damaging tissue, resulting in percutaneous intervention, which did occur during this event. Trending analysis indicates complaint rates are within the control limit. As the complaint did not exceed the pra re-escalation threshold and no pra update is required, no further action is required. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. Prior corrective action, detailed in technical summary, captures prior high push force investigation and corrective/preventative action. Trending analysis indicates complaint rates are within the february 2025 control limit. No further escalation is needed at this time.